Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "patient is a (B)(6) male who underwent an aortic dissection repair in which bioglue was used on (B)(6) 2002. 12.5 years later the patient presented with a pseudoaneurysm and rupture of the proximal anastomosis, rupture of the right coronary cusp, and extensive calcification of the aorta requiring aortic valve/root and aortic arch replacement."

Manufacturer narrative:
According to the report, "patient is a (B)(6) year old male who underwent an aortic dissection repair in which bioglue was used on (B)(6) 2002. At 12.5 years later the patient presented with a pseudoaneurysm and rupture of the proximal anastomosis, rupture of the right coronary cusp, and extensive calcification of the aorta requiring aortic valve/root and aortic arch replacement." Case report forms for the study patient indicate the original surgery was performed on (B)(6) 2002 at (B)(6). The initial surgery was an ascending aorta replacement. Reoperation was performed (B)(6) 2015. The reoperation consisted of valve and aortic root replacement (bentall) and total arch replacement. According to a note in the crfs, "we found in the operative notes that the surgeon used unspecific glue and during the surgical procedure we checked the presence of glue above the suture and we confirmed the use of bioglue." Patient history includes hypertension, aortic aneurysm, and severe aortic insufficiency. Pathology was performed on the submitted tissue samples. The final diagnosis on the pathology report was listed as the following: left coronary sinus: refractile foreign material consistent with surgical felt with foreign body reaction, fibrosis, and calcification, and fragments of residual bioglue showing little to no inflammatory reaction; right coronary sinus: refractile foreign material consistent with surgical felt with associated foreign body response, fibrosis and calcification, residual bioglue with fibrin clot between dacron graft and fibrous tissue, and fibrosis, calcification and mild foreign body inflammatory reaction; noncoronary sinus: refractile foreign material consistent with surgical felt with surrounding foreign body reaction, fibrosis and calcification, fibrin clot on adventitial surface suggestive of a pseudoaneurysm-like filtrate of plasma, extensive calcification of the native aorta media, and small fragments of residual bioglue with minimal inflammatory reaction; right coronary cusp: severe calcification with osseous and cartilaginous metaplasia, and no residual bioglue noted; distal anastomosis: surgical anastomosis showing refractile foreign material consistent with surgical felt with associated foreign body inflammatory response, fibrosis and calcification, residual bioglue with calcification and little to no inflammatory response, and severe calcification of aortic media; and proximal arch concavity: severe calcification of aortic media and no residual bioglue seen. This case was reviewed at a meeting with [the surgeon] in (B)(6) on (B)(6) 2015. The extensive calcification of the aorta was initially interpreted to be consistent with severe atherosclerotic disease. However, review of a 3d reconstructed CT scan showed that the calcification was limited to the ascending aorta and aortic arch while the remainder of the patient's aorta remained clear of significant calcification. Aortic atherosclerosis would be expected to diffusely involve the entire aorta. The presence of calcification in a linear fashion within the aortic media could be a result of calcification of bioglue present in the original false lumen of the dissection. This concept is supported by an apparent transition between bioglue and calcification noted in specimen #5. The etiology of the fibrin clot noted on the adventitial surface of specimens 2 and 3 is unclear. It is reminiscent of a hematoma associated with a pseudoaneurysm but devoid of red blood cells. This finding may represent leakage of a plasma filtrate rather than whole blood. The contribution of bioglue to the pathologic findings remains uncertain, but excessive use of the product at the initial surgery with subsequent absence of complete absorption may have led to eventual calcification of the residual bioglue in the false lumen and inadequate healing of the aortic media. The exact lot number of bioglue is unknown. The distributor identified three lot numbers of bioglue product code bg3005-5g (B)(4), one lot number of bioglue product code bg3010s (B)(4), and one lot number of bioglue product code bg3010-5-g (B)(4) as being shipped in the six months prior to the date of surgery. The manufacturing records for the five possible lot numbers were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master records. A review was performed of the available information. The subject underwent a valve and aortic root replacement (bentall) and total arch replacement approximately 12.5 years after an ascending aorta replacement procedure in which bioglue was used. Tissue samples from the reoperation were provided and examined pathologically. The excised aortic tissue showed degenerative changes and extensive calcification. A fibrin clot suggestive of a pseudoaneurysm-like filtrate of plasma was observed on the adventitial surface. Breakdown of the proximal anastomosis was also observed. The contribution of bioglue to the pathologic findings remains uncertain, but excessive use of the product at the initial surgery with subsequent absence of complete absorption may have led to eventual calcification of the residual bioglue in the false lumen and inadequate healing of the aortic media. The IFU provides the following information: "exercise caution with repeat exposure of bioglue in the same patient. Hypersensitivity reactions are possible upon exposure to bioglue. Sensitization has been observed in animals," "development of immune complex disease, with various manifestations, as the device undergoes resorption is also a possibility," and "apply and even coating of bioglue to the target area. In general, use an approximately 1.0-3.0mm thick coating for vessels that are greater than 2.5mm in diameter or an approximately 0.5-1.0mm thick coating for vessels that are less than 2.5mm in diameter." The IFU lists inflammatory and immune response as potential adverse events that may occur with the use of bioglue. The root cause of the event is unknown. The contribution of bioglue to the pathologic findings remains uncertain, but excessive use of the product at the initial surgery with subsequent absence of complete absorption may have led to eventual calcification of the residual bioglue in the false lumen and inadequate healing of the aortic media.

Event description:
According to the report, "patient is a (B)(6) year old male who underwent an aortic dissection repair in which bioglue was used on (B)(6) 2002. At 12.5 years later the patient presented with a pseudoaneurysm and rupture of the proximal anastomosis, rupture of the right coronary cusp, and extensive calcification of the aorta requiring aortic valve/root and aortic arch replacement."